Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the patient was wanting the critical alarm silenced. Per the hcp, the pump stalled on (B)(6) 2021 at 7:03 am and then recovered that night at 9:42 pm; however, the pump was at minimum rate by then and the patient was receiving oral medication. The pump then stalled again on (B)(6) 2021 at 6:50 am and has remained stalled since. The patient had been hearing the critical alarm since and wanted it silenced. The hcp was assisted with silencing the critical alarm and the patient was informed that if his pump recovered and stalled again it would alarm again. The patient understood and stated he was unsure if he would replace the pump. The patient was currently taking lyrica for his lower extremity pain and if that helped with his leg pain, he would not replace the pump; however, if it didn¿t then he would replace his pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the motor stall was unknown. The pump was reprogrammed to minimal rate and it was indicated the pump was currently running at minimal rate (as of (B)(6) 2021).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving fentanyl (300 mcg/ml at 178.2 mcg/day) via an implantable infusion pump. It was reported that the pump stalled at 7am this morning. There were no allegations of any electromagnetic interference. The caller is going to contact the patients managing hcp to let him know that the pump is stalled.